Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with foreign matter. It was stated ¿shavings of plastics were found on the tip of catheter.¿ there was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with foreign matter. It was stated ¿shavings of plastics were found on the tip of catheter.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: device/batch history record review: the lot was built and packaged on afa line 11 from 8jan18 to 14jan18 for the quantity of (B)(4) ea. Review of DHR revealed all required challenge samples and testing was conducted per specifications and in accordance with the in-process sampling plans including (but not limited) inspections for foreign/non foreign and particulate loose or embedded. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the event description. Td 2017-88 was in place during the production of the lot number associated to this investigation.the document describes the procedure to clean a portion of line 11 to prevent foreign matter. The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: rm5835 rev 12 version j was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: observations and testing: received a total of 30 iag bc 20ga units, 29 units were received within sealed packages and all components were present and intact, the reminder unit consisted of a catheter-adapter assembly (no other components were received). Visual/microscopic examination: all units were 100% inspected for foreign matter. Sealed units: no foreign matter was present on any of the components of the 29 units in sealed packages. White/clear material was present on the catheter tip of the catheter-adapter assembly returned out of packaging. Investigation conclusion: relationship of device to the reported incident: manufacturing comment: the fm observed on the catheter tubing was confirmed to be non-foreign (plug shavings) and to have resulted from manufacturing during the assembly process. Td 2017-88 was in place to prevent foreign matter from getting on parts.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with foreign matter. It was stated ¿shavings of plastics were found on the tip of catheter.¿ there was no report of injury or further medical intervention.